Manufacturer narrative:
(B)(4).

Event description:
According to the rptr: the stapler opened and was placed in desired location. The device closed but would not open. When finally removed, a hole was noted in the bowel with no staples. The procedure was altered at the time. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was unanticipated tissue loss.